Event description:
The customer reported a non-reproducible elevated creatine kinase-mb (ck-mb) result, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a result within the normal reference range. The elevated result was released out of the laboratory and questioned by the physician. An amended report was sent to the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009. The fse verified pipettor alignments and adjusted alignments on reagent pipettors #1 and #2. The fse successfully completed high sensitivity (hs) system check. All system verification results conformed to the manufacturer's published performance specifications. Patient samples were collected in plastic 13x100 mm bd lithium heparin tubes with gel. Samples were centrifuged on automation line centrifuge. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.